Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a migration of the active electrode out of cochlea as confirmed during explantation surgery. This is a final report.

Event description:
The user noticed a gradual decline in hearing with the device.the user reportedly already had 3 extracochlear channels after the initial implantation, and the electrode array subsequently migrated further out of the cochlea. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user noticed a gradual decline in hearing with the device. The user reportedly already had 3 extracochlear channels after the initial implantation, and the electrode array subsequently migrated further out of the cochlea. The user was reimplanted.